Event description:
It was reported that during the pt's follow-up neurologically exam in 2005 the pt stated that she was sick and had to stay in critical care for a number of days because she had trouble with her blood pressure going up and down, labile bp's. The carotid procedure was performed 2 months ago. No additional info was available.

Event description:
Additional info received in 2005 indicated the pt experienced persistent hypotension during hospitalization. The start date was reported as 2005 with a stop date of 10 days later. The condition was not pre-existing and not felt to be related to the device. The action/treatment was vasopressors/inotropes and resulted in prolonged hospitalization. The event was reported to be resolved. No additional info was available.